Manufacturer narrative:
The surgery was completed with this device with no injury. The investigation has been started. A supplemental will be reported when new information is received.

Event description:
During surgery, the surgeon was switching between anterior (I/a) and posterior (vitrectome) modes. When he switched off the infusion on his foot pedal during I/a mode, the machine aspirated at the posterior (core vitrectomy) mode, but there was no infusion (the infusion was off) in the meanwhile.

Manufacturer narrative:
The investigation of the log files of this incident determined that the irrigation was turned off by using the foot pedal switch which was programmed to turn on and off the irrigation. Furthermore, we have received a similar incident in belgium where we have observed the eva system during different surgeries on (B)(6) 2018 and no issues were observed. The eva was functioning within specifications. Based upon above information it is concluded that the irrigation is not switched off by the eva system itself.